Manufacturer narrative:
On 22 june 2016 it was prepared a final report with the information already submitted in the initial report. On 23 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 11 april 2016 it was communicated that the pathogen results are not available. Batch review performed on (B)(6) 2016. Lot 125236: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2017-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Patient came in complaining of pain due to infection. The surgeon revised the insert and performed an irrigation and debridement. The surgery was completed successfully. X-rays and explants are not available.